Manufacturer narrative:
Results of investigation: the navio bone screw driver pfsr110164, lot 8012627 (united kingdom) used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The driver has separated from the pin driver body. A functional evaluation was not required as the reported problem was confirmed visually. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions determined this case and lot number is associated with a previous corrective action. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. Hence, no further containment action is required. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka surgery, the navio bone screw driver was broken. They had to remove the bone pins from the patient's bone using a jacobs chuck (competitor device). The procedure was completed, with a non-significant delay, using the competitor device.